Manufacturer narrative:
(B)(4) date sent: 09/16/2025 d4: batch #unk. Additional information was requested, and the following was obtained: during laparoscopic appendectomy and specifically after the insertion of the device in the patient, the instrument did not open when the firing trigger was pressed. The surgeon removed the device from the patient and pressed repeatedly the firing trigger. However, the jaws never opened. Please note that the reload was correctly set. A new instrument was used to complete the surgery. There were not any patient consequences. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device presented a malfunction during use. Specifically, the instrument closed on the tissue, and when the firing lever was pressed, it did not activate and subsequently would not open. A new instrument was used in order to complete the surgery. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/09/2025. D4: batch #unk. Corrected data: d4 (UDI, expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was received for analysis with no apparent damaged and with a gst45w reload loaded on the device. The reload was received partially fired 1/5. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The event of reported of would not fire was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. The event of would not open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 274d41, and no non-conformances were identified.